Event description:
It was reported an interlink continu-flo administration set leaked. This occurred during a patient infusion. The reporter stated that the leak occurred at the injection port nearest the patient. The leak was observed after injection into the port via a non-baxter plastic cannula. The reporter stated after use, the device was observed and it appeared that the brown rubber stopper inside of the port was crooked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection revealed that the septum of the bottom y-site was inverted. The swage height was measured and found to be within specification. Microscopic inspection of the septum revealed that the center slit was present. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received, and th evaluation is in progress. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.